Manufacturer narrative:
The insulin pump was received with intermittent escape, act, up and down arrow buttons response due to flattened button dome switches. The j2 lcd keypad connector was not found unlocked during our visual inspection. However, the insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and the displacement accuracy test. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that emergency medical services took him to the hospital because he woke up and could not talk or move. Customer's blood glucose reading during the event was 72 mg/dl; reading was 172 at the time of admission to hospital. The customer was wearing the device at the time of admission. The cause was due to the customer not taking enough carbohydrates. The product was not replaced or returned.